Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported blood products were programmed to infuse at 85ml/hr. It appears that there were 85 ml of blood left in the bag four hours after infusion start. Blood was taken down due to being out of fridge longer than 4 hours. Infusion should have only been 3.5 hours from the start at 0620 and should have ended at 0950. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#, medical device serial #, device manufacture date. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that the large volume pump under infused with blood, the complaint was confirmed and replicated during the investigation. Rate accuracy testing was performed on the suspect pump module, but the device was not within specification, found to be under infusing. Rate calibration was performed on the suspect pump module and it was found that the device required to be repaired. The bezel assembly was sent to production for a reassembly with the appropriate torque and technique. After of that, rate calibration was performed on the suspect pump module and it was found to be infusing within specification after recalibration. A review of the concomitant pcu event log shows no records of the reported suspect pump module s/n (B)(6) occurred on the event date reported by the facility, december 10, 2024, at 6:20 am, however; the same configuration of the infusion can be seen in the same day at 11:24 am with an infusion on the pump module s/n (B)(6) which is now considered as the suspect device. The error logs of the concomitant pcu shows no errors or malfunctions related to the complaint occurring on the event day reported by the facility. The review of the pcu event log began when the system was powered up on december 10, 2024, at 1:03 am. A new patient was not selected and the profile in use was identified to be ¿heme onc?¿. Suspect pump module was assigned channel b. At 11:23 am, an alarm was displayed (infusor flow stop open), and a guardrails IV fluids infusion was performed, (blood rbcs selected, rate = 85 ml//h, volume to be infused (vtbi) = 300 ml (3.5 hours of infusion). Primary volume infused (pvi) = 322.379 ml, an accumulated total from prior performed infusions. At 2:55 pm, infusion was completed (pvi = 622.401 ml). It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The incident administration set was not returned for this investigation; therefore, its inspection and testing could not be performed. Alaris system user manual (v9.33), states within troubleshooting and maintenance ¿to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required.¿ troubleshooting and maintenance should be performed only by qualified personnel, using the applicable technical service manual and the system maintenance software. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)): please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported under infusion was attributed to suspected loose screws on the bezel assembly, generating the under infusion of the device. A reassembly of the suspect bezel resulted in its performance for rate accuracy found to be infusing within specification. Note that imdrf annex a090202, a0401, c02, c07, d02, d15, g05005 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported blood products were programmed to infuse at 85ml/hr. It appears that there were 85 ml of blood left in the bag four hours after infusion start. Blood was taken down due to being out of fridge longer than 4 hours. Infusion should have only been 3.5 hours from the start at 0620 and should have ended at 0950. There was patient involvement but no harm.